Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine with a concentration of 5 mg/ml at a dose of 0.6492 mg/day and bupivacaine with a concentration of 2 mg/ml at a dose of 0.2597 mg/day. It was reported the patient called and stated that the bolus end of the device was out of sync. The patient stated that he was told there would always be someone there to help him and was not happy that patient services was not available. Additional information received from the consumer on 2017-feb-27 reported he already called the manufacturer representative that programmed the personal therapy manager (ptm). The patient stated it was programmed for every 6 hours. The patient stated on (B)(6) 2017, he started to get 10 hour and 12 hour lockouts. The patient stated his health care provider (hcp) was 35 miles away and wouldn¿t get there that day. The patient asked why the manufacturer representative couldn¿t come to his house. The patient stated the manufacturer was making him get into his car and drive 35 miles to his hcp in all the pain that he had. The patient stated the pain started (B)(6) 2017. The patient noted he was disappointed in the customer care; the patient disconnected. The patient was going to follow-up with their hcp. The patient also noted ¿numbing¿ medicine in the pump as well. The current drugs in the pump were related to the reported event. Additional information received from a manufacturer representative on (B)(6) 2017 reported the patient gave a bolus that day and now was locked out for 10 hours. The representative was going to see the patient that day to determine why the patient was being locked out. The representative verbally described the lock out parameters: lockout interval was 1 hour, dose restriction interval (dri) was 4 boluses every 24 hours, and maximum boluses were 4 boluses. The representative was not with the patient so they didn¿t have the information available to determine the cause of the lockout. The representative was made aware of it by another representative. The representative was going to pull information from the ptm to see why the ptm was being locked out. Last week, the max activations and dri were updated from 3 boluses every 24 hours and 3 maximum activations to 4 boluses every 24 hours and 4 maximum activations. The representative called back again and pulled the ptm technical report. On (B)(6) 2017, a bolus was given at 5:28 and 17:43, denied at 17:43, and given at 19:03. On (B)(6) 2017, a bolus was given at 1:51 and 8:18, denied at 8:18, and given at 9:40. The ptm allowed 5 boluses in a 24 hour period which was above the values programmed in the pump. Event logs from the pump aligned with the ptm technical report. Additionally, the event logs showed an 88 followed by an 89 (within 1 minute) on the following dates and times: (B)(6) 2017 at 19:09, (B)(6) 2017 at 20:05, (B)(6) 2017 at 20:20, (B)(6) 2017 at 12:48, (B)(6) 2017 at 11:45, (B)(6) 2017 at 17:42, and (B)(6) 2017 at 8:17. The representative checked the dosing settings on the ptm. The ptm was showing maximum activations of 3 and dri of 3 boluses every 24 hours. The ptm was decoupled and recoupled to reset the ptm settings. The values were then updated correctly in the ptm. The representative was going to email in screen shots and the technical report. Additional information received from the representative on 2017-mar-06 reported that as troubleshooting they determined over the phone with technical services what the issue could be. It was determined to just re-sync the ptm and pump again; the issue was resolved. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Code c64343 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.